Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated after emergency vvi was pressed. The device was explanted and interrogation and programming to ddd was possible. The device was interrogated again and dashes (---) were displayed for some parameters.